Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 40 mg/dl. The customer treated with orange juice. The customer stated that she changed her sensor yesterday since it was due. The customer noticed that she was really sweaty and the tape came loose. The customer stated that the cannula was bent. The customer declined to troubleshoot for low readings and bent cannula.

Manufacturer narrative:
Device passed the displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test.